Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose of 21 mg/dl at the time of the incident. The customer also had highs at the time they were at the hospital. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported issues with calibrations and pump buttons that were worn out and having issues. The insulin pump will be returned for analysis.